Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed displacement test. Power connector plug in and locked in place properly, however device received with corroded electronic assemblies. Device alarmed pump error 63 alarm during self test and confirmed in the device history due to a software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had blank display. The customer¿s blood glucose level was unknown. The customer reported that the display was not blank less than 30 seconds and did not return. The customer was assisted with troubleshooting and customer reports display was blank currently. Customer states the contact on the battery cap was neither missing nor damage. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Customer states the display did not return after insulin pump restart. The insulin pump was exposed to moisture. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.